Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Analysis determined that the first recorded instance of code 1003 occurred on (B)(6) 2020. As such the event date has been modified from (B)(6) 2020 to (B)(6) 2020 accordingly. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
This implantable cardioverter defibrillator (ICD) declared a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. Surgical intervention was performed to explant and replace device. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.